Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure (batch no. 664655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for adhd: vyvanse from 2010 to (B)(6) 2018. Concurrent conditions included body mass index normal, anxiety, post-traumatic stress disorder, migraine, iron deficiency, tinnitus, depressive disorder, panic disorder, chills, weakness, irregular menstrual cycle and premenstrual dysphoric disorder. Concomitant products included alprazolam (xanax) since 2010, alprazolam since 2010, cetirizine hydrochloride (zyrtec) since 2010, ferrous sulfate since 2010, ibuprofen since 2013, iron (iron complex) since 2010, melatonin since 2010, methylphenidate hydrochloride (methylin) since 2010, methylphenidate from 2010 to 2016, mirtazapine from 2010 to 2017, promethazine from 2010 to 2017, sertraline (zoloft) since 2010 and sertraline since 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycle"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), emotional disorder ("extremely emotional"), allergy to metals ("nickel allergy") and bacterial vaginosis ("infection: bacterial vaginosis"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced nausea ("nausea"). In 2011, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2013, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain lower ("cramping / pain in abdomen area") and polymenorrhoea ("menstrual cycle are frequent from 14-20 days apart"). The patient was treated with surgery (patient had surgery to remove the essure / laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, fatigue and alopecia had resolved, the emotional disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight decreased and bacterial vaginosis outcome was unknown and the vaginal haemorrhage, menorrhagia and polymenorrhoea was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received - new event "extremely emotional, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) / heavy menstrual cycle, bladder problems or changes, urinary problems or changes, migraine, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, fatigue, bacterial vaginosis, menstrual cycle are frequent from 14-20 days apart" were added. Lot number was added. Lab data was added. Historical and concomitant conditions and medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure (batch no. 664655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for adhd: vyvanse from 2010 to (B)(6) 2018. Concurrent conditions included body mass index normal, anxiety, post-traumatic stress disorder, migraine, iron deficiency, tinnitus, depressive disorder, panic disorder, chills, weakness, irregular menstrual cycle and premenstrual dysphoric disorder. Concomitant products included alprazolam (xanax) since 2010, alprazolam since 2010, cetirizine hydrochloride (zyrtec) since 2010, ferrous sulfate since 2010, ibuprofen since 2013, iron (iron complex) since 2010, melatonin since 2010, methylphenidate hydrochloride (methylin) since 2010, methylphenidate from 2010 to 2016, mirtazapine from 2010 to 2017, promethazine from 2010 to 2017, sertraline (zoloft) since 2010 and sertraline since 2010. On 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycle"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), emotional disorder ("extremely emotional"), allergy to metals ("nickel allergy") and bacterial vaginosis ("infection: bacterial vaginosis"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced nausea ("nausea"). In 2011, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2013, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain lower ("cramping / pain in abdomen area") and polymenorrhoea ("menstrual cycle are frequent from 14-20 days apart"). The patient was treated with surgery (patient had surgery to remove the essure / laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, fatigue and alopecia had resolved, the emotional disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight decreased and bacterial vaginosis outcome was unknown and the vaginal haemorrhage, menorrhagia and polymenorrhoea was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (patient had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.